Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high" on cgm. Elevated blood glucose was addressed with a correction bolus via pump. Reportedly, the customer was using cold u-500 insulin. Tandem technical support educated customer that u-500 insulin and using cold insulin is considered off label per pump user guide. The customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.